Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lap assisted sigmoidectomy, the adjusting knob was closed until the indicator was on 3/4 within the green gap setting scale and there was no unexpected resistance in closing the adjusting knob. One minute after, the device was fired, in a leak test, it was found that the staples were malformed. And leak was confirmed. Additional two stitches were performed. After that, as no leak was confirmed, the procedure was completed with placing an anus drain and a drain near the anastomosis site. When a reoperation was performed, it was found that all staples of the anastomosis site were malformed (legs were slightly bent). A temporary stoma was created and the reoperation was completed. The patient is stable. The doctor was not used to the device. The doctor commented that the sound of being broken the washer had been smaller than usual, the doctor had a weak grip at the firing and the firing handle had been grasped fully.

Manufacturer narrative:
(B)(4). Was the sale representative present? ---no. Was there a recent conversion to ees devices in this account or with this surgeon? ---we have no detailed information. Who fired the device? ---a resident physician(the doctor was not used to the device). Has the person firing been trained on how to use the ees circular device? ---we have no detailed information. But the training session for the resident physician about how to use the ees circular device is due to be held on (B)(6). Has the o.r. Staff been trained in preparing the ees circular device? ---we have no detailed information. Has the patient undergone any radiation or chemo therapy? ---we have no detailed information. No other detail information available.